Event description:
Glucometer read 32. After sample was rechecked with another glucometer, the sample was 168. Patient was asymptomatic. The glucometer was sent to the laboratory that oversees the maintenance.